Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the pump history indicated that the last bolus and last basal deliveries occurred on (B)(6) 2014. There were no alarms related to the complaint observed in the pump histories. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. A rewind, load, and prime sequence was performed with no issues occurring. The pump was exercised for 24 hours with no issues. The pump passed delivery accuracy testing and was found to be delivering within required specifications. No delivery defects were found on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient has been experiencing elevated blood glucose (bg) for the past three days, up to 550mg/dl with large ketones, headaches, and stomachaches. The patient¿s bgs reportedly have been treated with correction injections using the same insulin that is used in the pump, and bgs respond appropriately. The reporter noted that the patient¿s bgs did not respond to boluses via the pump. The patient reportedly had a ¿slight cold¿. Customer technical support reviewed the pump with the patient and found all settings and histories were correct. This complaint is being reported based on the allegation that the patient experienced hyperglycemia of unknown cause that did not respond as expected to corrections from the pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.